Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2020 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6). Ubd 2021-09-12 UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the company representative on (B)(6) 2020 who reported that the patient felt the pump flipping in the pocket. There were no reported environmental, external or patient factors that may have led or contributed to the issue. A pump and catheter revision was performed. Per the reporter, the pump flipped in the pocket and the catheter severed on the pump segment. The damaged portion of the catheter was removed and replaced. Good flow of csf (cerebral spinal fluid) after the catheter was revised. The pump restarted in the pocket. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury. The pump was delivering saline (pfns, pbs) 9mg/ml at minimum rate. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. On (B)(6) 2020, the patient reported that the first several weeks following her initial implant in (B)(6) 2020 her pump was flipping very frequently and there was some concern that there may be a pump and/or catheter malfunction due to that. Per the patient, this had since improved somewhat and the pump seemed to have become more seated into position; however, it was facing the wrong way when filled the last time and they had to manually flip it over for the refill. The patient was wondering if there was a way to monitor the output of the pump between refills. Per the patient, her pump did not seem to be functioning correctly as there had been nearly twice as much residual fentanyl remaining in the pump at the time of refill versus what was expected, and her pain level continued to be quite high despite dosage increases. She was wondering if outside of another exploratory/reparative surgery if there was some way to check the device¿s functionality as she dreaded the thought of another surgery especially given the current covid situation. No further complications have been reported as a result of this event.